Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off, resulting in the customer experiencing an elevated blood glucose (bg) level of unknown value. Customer went to the emergency room and was subsequently hospitalized for elevated bg. Customer was treated with intravenous fluids of saline and insulin and was released the following morning with the issue resolved and no permanent damage. The customer reportedly continued to use the pump for insulin therapy.